Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was difficulty extending the array. During preparation for a radiofrequency ablation (rfa) treatment of their liver a 2.0/17/15 leveen¿ superslim¿ was selected. When the physician tested the device outside the patient, there was difficulty extending the array. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the examination of the electrode found the array to be fully retracted. No visible damages were found to cannula or handle. Functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was difficulty extending the array. During preparation for a radiofrequency ablation (rfa) treatment of their liver a 2.0/17/15 leveen superslim was selected. When the physician tested the device outside the patient, there was difficulty extending the array. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable.